Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. It was found to have a piece of the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, a fragment from the tip of the harmonic ace instrument broke off and fell inside the patient. The customer was unable to find the fragment. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The instrument did not collide with any other instruments or other hard material. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event. The customer was unable to find or retrieve the fragment. No additional surgical procedure or post operative tests like an x-ray or ultrasound were performed to check for retained fragments. The procedure was completed with back up instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications. There are no photographic images or video recordings available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation.